Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant was damaged around the collar and external threads, likely from removal. The fractured irt tip was stuck inside a fractured mount hex. Note: the customer returned an additional mount, however, it was not fractured at the hex. The additional returned mount (fmt4) was recorded in the concomitant medical product section. DHR review was completed for the subject lot number 1288822. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288822 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. There was a fractured mount hex stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k013227.

Event description:
Doctor reported fracture of the mount base during implant procedure at tooth 36. Also irt fractured at the tip when removing the implant. Another implant was placed.